Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The rear cabinet bracket, image acquisition system (ias) on/off switch, and on/off switch key assembly were adjusted and the issue was resolved. The system passed a system checkout and the system was returned to an operational condition. The panel assembly was returned unused.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the umbilical cord was damaged and would not properly seed to the port on the system. There was no patient impact.